Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported hypotension appears to be related to the air embolism. Air embolism and hypotension, as listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) and dilator was advanced into the right atrium (ra) when air bubbles were visualized on the right side of the heart. The sgc and dilator was advanced through the left atrium and the dilator was removed when the patients blood pressure dropped slightly and more air bubbles were identified on the right side of the heart. The air disapated naturally and did not require intervention and the blood pressure stabilized. The procedure continued and a mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade <1. There were no adverse patient sequela or clinically significant delays reported.